Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted the technical service engineer (tse) regarding the clutch pedal not working on one of the surgeon side consoles (ssc). The surgeon was able to move to the other ssc to complete the surgical procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the surgeon side console (ssc) and performed a system verification with energy and could not reproduce any issues. The system was verified and ready to use.